Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit had over temp message on display, and that the unit did not stop. The fse disassembled the unit, checked the fan operation and all was ok, the fse checked for any air flow restrictions and all was ok, also checked for fault codes but none were found. The fse removed the scroll compressor and installed a new scroll compressor (0119-00-0236), the fse ran the unit thru a complete calibration and electrical safety tests, reassembled the unit and ran on test balloon with no issues. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer calls stating there was a cardiosave alarming ¿system over temperature¿. They had already changed the therapy to another unit. There was about a seven minute therapy downtime. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.